Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years from the date the manufacturer became aware. Additional suspect medical device components involved in the event product family: scs-linear leads, upn:m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7072109/7072578.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and kept by the medical facility. No further information could be obtained despite good faith efforts.